Manufacturer narrative:
(B)(4). Evaluation results: mi. Evaluation conclusion: no conclusion can be drawn. Based on the info provided no root cause can be determined.

Event description:
Pt had two stents implanted to the r-pda; one endeavor sprint rx and one endeavor sprint otw. 'No reflow' was reported on same day as implant. Pt was given medication and recovered with treatment. Pt suffered an acute non-stemi lateral mi approx 6 months post index procedure. It is reported that the pt had 3 days of chest pain and was admitted to the hosp for non-st elevation. Revascularization was performed and a stent was placed in saphenous vein graft to the second diagonal branch. All other previous stents were patent. The investigator reports that the event was not related to the study stent/ procedure/ drug. Pt recovered with treatment. (Ref MFR #9612164-2011-00112).